Manufacturer narrative:
Results: the lantern was fractured approximately 25.0 cm from the hub. The device was ovalized approximately 112.0 - 115.0 cm from the hub. Conclusions: evaluation of the returned lantern confirmed a proximal fracture. If the lantern is forcefully manipulated at extreme angles during use, the device may become kinked and subsequently may fracture. Further evaluation of the device revealed distal ovalization. This damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat an aneurysm off of the aorta using a lantern delivery microcatheter (lantern), ruby coils, and a guide catheter. During the procedure, the physician implanted two ruby coils in the target vessel using the lantern. After removing the lantern from the patient, the physician noticed that it was broken. Therefore, the lantern was no longer used. The procedure was completed using another lantern and the same guide catheter. There was no report of an adverse effect to the patient.